Event description:
Patient reported the infusion device does not correctly deliver insulin when there are 50-60 units of insulin remaining in the cartridge. Patient has experienced hyperglycemia as a result. She has disconnected the infusion set and delivered a bolus and reported the infusion device delivered less insulin than expected. No error or alarms have been received on the infusion device. The infusion device was replaced and the infusion device and cartridge were requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.